Manufacturer narrative:
"Complaint summary: the customer was not able to see the patient information on the carelink connect app investigation/testing summary: an attempt to reproduce the issue was not performed as it was unnecessary to confirm or investigate the issue. Since, its related to outage. After conducting a thorough investigation, we have found that the issue is likely related to the intermediate outage that occurred during that specific time range. Due to its impact on multiple users, the carelink runops team was engaged to troubleshoot the problem. The software successfully adhered to the specified requirements and performed by the expectations specified in the software requirement and specification document listed below under ""sw requirement doc."" (Most likely) root cause: this outage occurred due to a configuration issue, serving as the root cause. Analysis summary: the carelink runops team worked together with the carelink infrastructure team to identify and address the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer was not receiving data from the carelink connect application. Troubleshooting was performed and advised customer to force close and re-launch the application but the issue could not be resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device. The product will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.